Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 along with concurrent mesh revision (mesh exposure trimmed and removed from vaginal epithelium), sacrospinous vaginal fixation, and posterior colporrhaphy due to sui, stage 3 posterior pelvic wall prolapse with central defect and mesh exposure. It was reported that following insertion the patient experienced pain, extrusion, bleeding, dyspareunia, and vaginal scarring.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).